Manufacturer narrative:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve dislodgement occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was broken as the valve was "pushed in,". It was also reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not recognized on the carto 3 system. The sheath was replaced and the issue was resolved. The caller stated that the carto 3 system is operating per specs and is not responsible for the product issue. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small has been determined to be the root cause of the reported complaint. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. These findings were reviewed and determined the finding of the hemostatic valve being found dislodged inside the hub continued to be MDR reportable as it was consistent with the customer's reported event. Then, the catheter was connected to carto and the device was properly visualized and no errors were observed. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001328 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve dislodgement occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was broken as the valve was "pushed in,". It was also reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not recognized on the carto 3 system. The sheath was replaced and the issue was resolved. The caller stated that the carto 3 system is operating per specs and is not responsible for the product issue. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small has been determined to be the root cause of the reported complaint. The caller also reported that when trying to disconnect the carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath from the cable, it took more force than normal, as there was a lot of resistance, and caller reported that it took multiple tries to disconnect the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small from the cable. The cable was then replaced and the issue resolved. There was no report of patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed. The customer¿s reported carto 3 recognition issue and the connector issue are considered not MDR reportable since the potential risk that these could cause or contribute to a serious injury or death is remote. This event has been assessed as MDR reportable for the hemostatic valve breakage.